Manufacturer narrative:
Approximate age of device ¿ 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller log file showed a low speed operation. The manufacturer's technical services representative reviewed the log file and reported that external power was disconnected from the system controller causing the pump to stop. The pump was reconnected to external power right away. There were no other unusual events seen within the log file. No further information was provided.

Manufacturer narrative:
The report of a pump stop event can be confirmed. Analysis of the submitted system controller log file confirmed the report of a pump stop event. The system was disconnected from power module support, at which point the system controller internal time stamp reset. The duration which the pump was off cannot be confirmed through this log file analysis. Support resumed upon re-connection to an external power source. The pump appeared to be operating as intended while the controller was connected to power. The patient remains ongoing on (B)(4). The IFU shipped with the implant kit has a section entitled "switching power sources," which explains how to safely disconnect and connect the power cables when exchanging power sources. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.